Manufacturer narrative:
Updated information:d1 brand name updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was on impella 5.5 support. Left-lung bleeding and position alarms were reported. The patient remains on impella support. Additional information indicated that the lung bleeding was not related to the impella device. A ¿position unknown¿ alarm was displayed on the console.